Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked reservoir tube lip and broken battery tube threads.

Event description:
It was reported that the insulin pump appears to be damaged. The customer stated there was a crack by the battery compartment. No further information provided.